Event description:
It was reported to boston scientific corporation that a rotatable snare was used during an endoscopic polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the device was unable to energize. No visible problem was noted with the cautery pin. The snare was securely attached to the active cord. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.